Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using an 8f sheath after a thrombectomy procedure. Reportedly, the device was successfully flushed prior to use; however, no backflow was observed at the marker lumen when inserted in the patient anatomy. The device was withdrawn and re-advanced. Although some backflow was noted upon re-advancement, it was still considered insufficient for an arterial vessel. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.